Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. A review of historical data and customer complaints did not identify any issues. In response to this issue a previous investigation of architect total b-hcg (which is made from the same bulk solutions) was utilized. This investigation was used to verify the performance of a number of architect total b-hcg reagent kits. The testing investigated the performance with respect to the detection of total b-hcg in a range of patient samples and the use of the automated dilution procedure per package insert instructions. This investigation did not identify any issues with the performance of the architect total b-hcg reagent lots under investigation. A review of the manufacturing, testing and release data for both reagent kits revealed that all specifications were met and did not reveal any events or issues that could impact the performance of architect total b-hcg. Master lot testing for architect b-hcg was also reviewed and indicated that the reagent lot, 55936jn00 was released within approved specifications. A review of the complaint trending reports did not identify any adverse trending related to this issue. Based upon the investigation and review of the information available, we were unable to confirm the customer's observations and conclude that the architect total b-hcg is meeting it's safety, effectiveness and label claims. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated an architect b-hcg result of 675 miu/ml was generated and reported on a patient who was not pregnant. The sample was retested five days later and an expected result of 0 miu/ml was obtained. The customer believes the incorrect result of 675 miu/ml may have been due to carryover because a patient sample with a b-hcg concentration of 24,400 miu/ml was tested just prior to the sample that generated the result of 675 miu/ml. No impact to patient management was reported.